Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient¿s fluid was found to be clear. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient was treated with vancomycin (intraperitoneally (ip), 1 gram in first bag, frequency and duration not reported) and magnova (ip, every fifth day, 1 gram in first bag, then 500 milligrams in each exchange, frequency and duration not reported) for peritonitis. At the time of this report, the patient was reported to be recovering from the peritonitis event. The pd therapy was ongoing. No additional information was available at this time.